Manufacturer narrative:
(B)(4).

Event description:
It was reported during an in-clinic follow-up, the device detected an anomalous ventricular tachycardia episode that was incorrectly noted in the monitor zone. The patient was asymptomatic. There was no monitor zone programmed and the device did not begin therapy as expected. No resolution has been recommended. No further information is available.